Event description:
I had breast augmentation and a few years after implantation, I began having symptoms which have progressed and worsened. Side effects include: brain fog, depression, anxiety, bruxism, reflux, nausea, fatigue, hair loss, joint pain, muscle fatigue, muscle cramps, tremors, and blurry vision.